Event description:
It was reported that during the coil embolization prior to the evar endovascular aneurysm repair, when advancing the subject coil within a microcatheter, resistance was encountered in the middle of the shaft, and the coil got stuck there. When retrieving the subject coil, it got prematurely detached within the microcatheter. Therefore, the entire microcatheter was removed from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the coil embolization prior to the evar endovascular aneurysm repair, when advancing the subject coil within a microcatheter, resistance was encountered in the middle of the shaft, and the coil got stuck there. When retrieving the subject coil, it got prematurely detached within the microcatheter. Therefore, the entire microcatheter was removed from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was kinked. The min coil was seen to be detached and not returned; the delivery wire was stuck within the introducer sheath. Coil in catheter friction functional test was unable to be performed due to damage delivery wire being jammed in the introducer sheath. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ¿main coil detached/separated during use¿ was confirmed during analysis and as reported coil in catheter friction it could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when physician advanced the subject coil through a non-stryker microcatheter, resistance was encountered at the middle of the shaft, and the coil became stuck. During retrieval, the coil was prematurely detached. The surgery was successfully completed using a new replace microcatheter and coil, both non-stryker. The device was returned for analysis. The coil delivery wire was found to be kinked/bent and appeared to be stuck inside the introducer sheath. The main coil was noted to be detached/separated from the delivery wire and was not returned. Due to the damaged delivery wire being jammed in the introducer sheath, no functional testing was performed. Based on the all-available information and analysis of the device it is probable that the subject coil pushed/pulled against resistance may cause the reported defect therefore an assignable cause of 'procedural factors' will be assigned to as reported coil in catheter friction¿, to as reported and analyzed ¿main coil detached/separated during use¿ and as analyzed "coil introducer sheath friction" and "coil delivery wire jammed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.